Event description:
Patient experienced sudden pain approximately 4-5 weeks ago whilst walking. X-ray taken after the patient experienced sudden pain showed that the screw appeared to have fractured. The patient underwent revision surgery and a dall miles trochanteric clamp and x3 cable were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacture. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Disposed of by customer.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12-aug-2013 with no reported discrepancies. Based on the device identification the complaint databases were reviewed from 2004 to present for similar reported events regarding crack/fracture. There have been no other events reported for the manufacturing lot. The event was confirmed by examination of a photograph of the fractured screw and by a clinician's examination of the provided x-rays. However the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient experienced sudden pain approximately 4-5 weeks ago whilst walking. X-ray taken after the patient experienced sudden pain showed that the screw appeared to have fractured. The patient underwent revision surgery and a dall miles trochanteric clamp and x3 cable were implanted.